Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument could not be triggered. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: I was informed that when the foot pedal on the console was pressed, no power reached the instrument. The cable and the connection to both the instrument and the generator were checked. The colleagues in the operating room were not able to identify any source of error there.